Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced angina. The 75% stenosed target lesion located in the mid left anterior descending (lad) was 10mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with predilation and placement of a 3.00x16mm taxus liberte stent. Residual stenosis revealed was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In 2009, the patient had angina pectoris and was hospitalized. The 85% stenosed target lesion with timi flow 1 was located in the proximal right coronary artery (rca). During the patient hospital stay, a percutaneous coronary intervention (pci) was performed. The patient was treated with a placement of a non-bsc stent. Post treatment diameter stenosis was 0% with timi 3 flow. The event was resolved with no residual effect. The patient was discharged 1 day later.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.